Event description:
Baxter (B)(4) received a report that one (1) intermate device would not flow during priming. The device was filled with cefuroxime 852mg in 50ml sodium chloride 0.9%. No patient involved. One unit was impacted. One sample is available for evaluation. There was no report of patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. After the blue winged cap was removed and the white clamp on the tubing was unclamped, flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. Once emptied, the bladder was refilled with saline solution for a flow test. After fill, prime and flow were again readily observed at the distal luer. Flow continued throughout the entire course of the flow test period without stopping. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.